Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain on (B)(6) 2019. Information was reported that the patient stated their ins needs to be replaced because it hasn't been charged since last year 2018. No further complications were reported. No patient symptoms were reported. Additional information was received from a patient regarding the stimulator on 2020-sep-15. It was reported that the stimulator started not taking a charge about a year after he had it, and the stimulator has not been charged ever since. The stimulator never did much for him anyways. The patient noted that he had 21 surgeries on his leg and he had been on opioids, but he has been off opioids for the last three months. The patient was wondering if he is supposed to get the stimulator removed or keep it in his body.